Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophagogastroduodenoscopy (edg) with stent placement procedure on a male pt. According to the complainant, the pt's stomach had an unusual curve due to previous stomach surgery. Difficulties were encountered during placement of the stent due to the pt's anatomy. Initially, the physician struggled to get the stent to begin releasing. The stent was then pulled proximally and released. While checking the stent endoscopically post placement, a perforation was noted proximal in the stomach. The physician believed that the perforation was caused by the introducer. The stent was removed immediately following discovery of the perforation. The pt then underwent surgical repair of the perforation and the fistula for which the stent was initially intended. The pt was an in-pt prior to the procedure due to the fistula. The pt has since been discharged and is reported to be doing well.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.